Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Additional observations: white particles on the surface of the shell. Opening observed, wear abrasion observed, crease fold observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, "textured to smooth, due to the patient concern of the implant" and "implant was larger with fluid". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "textured to smooth due to the patient concern of the implant" and "implant was larger with fluid." This record is for the right side. Device remains implanted.